Manufacturer narrative:
A review of the device history records and inspection records was conducted and no similar concerns were found. One introducer, dilator and guidewire were returned for review. It was visually confirmed that the guidewire was broken and unraveled. One piece of the guidewire was returned in a container. Evidence of welding was noted on the tip of the broken guidewire. A probable cause for the guidewire issue may be due to an insufficient weld or soldering. The area production supervisor was made aware of this complaint and provided images of the issue. A training was conducted to provide the operators with retraining for the welding and soldering processes.

Manufacturer narrative:
The investigation is still on-going. A follow-up report will be submitted once the evaluation is complete.

Event description:
While removing shealth and wire after procedure was finished, wire expanded and a piece broke off and remained in the patient. A cutdown on the vessel was needed to retrieve the wire.